Event description:
As reported by the user facility: ref # (B)(4) lot # 2d11258315, 1 item, occurred (B)(6) 2012, in ER. Reports needle stick injury. Nurse was cleaning up after procedure and needle with properly deployed clip was in papers and not seen. Nurse was stuck by needle with clip pushed off. Normal facility needle stick protocol followed. Customer also reports the had the same incident in the ER about 1 month ago which they did not report until now, knows it was also an introcan catheter. Customer did not save sample.

Manufacturer narrative:
Exemption number (B)(4). (B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4) internal report #(B)(4). The batch record was reviewed and there was no such defect encountered during final control inspection. There were no other reports of this nature against this reported lot number. No adverse trends were identified during the complaint review process. In a follow up with the facility, they reported that the incident occurred while the nurse was gathering medical waste for disposal. The actual device involved in the reported incident was not saved, however it was confirmed the device functioned as intended. The safety clip did activate and it did cover the needle tip. The needle was laid down amongst other medical debris. It was during cleanup that the nurse picked up the medical debris and was stuck by the needle. The clip had been pushed off to the side exposing the tip of the needle. It should be noted that the introcan safety is designed to reduce the risk of needlestick injury. However, cdc guidelines and/or facility protocol should always be followed. Sharps should be disposed of immediately into an appropriate sharps container.